Event description:
Customer reported the interconnect cable needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the climax coupler. System operates as intended.